Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the luer lock connection. Customer's blood glucose (bg) was 369 mg/dl. Customer administered a correction bolus via pump to address bg. Reportedly, an infusion set change was performed and insulin delivery was resumed.